Event description:
Fentanyl syringe pca with continued pca occlusion alarm. Syringe sequestered. Multiple pca occlusions on previous monoject syringes which has been identified by hospital facility biomedical engineering defect to monoject syringe. Recurring issue at hospital. Fentanyl monoject syringe (B)(4).